Event description:
Reporter indicated that a white membrane was present around the generator that was found during vns battery replacement. The reporter took a sample for culture and completed the vns replacement. Results from the culture showed no organisms except skin flora. The patient had shown no signs of infection and no adverse events have been reported. The reporter indicated no further treatment was necessary, as there was no apparent risk to the patient.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.